Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three weeks post implant, the leadless implantable pulse generator (ipg) exhibited possible atrial mechanical under sensing. The leadless ipg remains in use. No patient complications have been reported as a result of this event.